Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: "the bleeding occurred during the operation. The patient is stable after the operation. The sales rep is keep interviewing to the hospital. How was the bleeding controlled? If sales rep get the information from surgeon, the page will be updated. Did the procedure have to be converted to open? Ditto. Did the patient need to have a blood transfusion? If yes, how much blood did they receive? Ditto. What is the current status of the patient? The patient is stable after the operation. Did the patient need any different type of post op care due to the bleeding/oozing? If sales rep get the information from surgeon, the page will be updated." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a hepatectomy, the clip became not to fire during use. The clip was formed in the tear drop shape. Another device was used to complete the case. There were no adverse consequences to the patient.